Event description:
User facility reported that during use while turning the stopcock handle, air entered the circuit. Information on medical intervention taken as a result of this event has been requested, but to date no further information provided.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.